Manufacturer narrative:
Not applicable.

Event description:
An us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as bloody and open on left side of left breast area from garment rubbing what may be shingles. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.